Event description:
Patient was implanted on (B)(6) 2025. Patient was seen for follow-up on (B)(6) 2025 and found to have a pocket infection and pending system removal. No further information is available at this time.

Manufacturer narrative:
This 3500a form, report number 3009144177-2025-00010 is an identical copy of failed 3500a form submission, report number 3009144-2025-00007 originally submitted on 18sept2025. The original 3500a form failed at ack3 due to the following error: only one PMA/510(k) is allowed per report. This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.